Event description:
A pt reported blood glucose results of 545 and 543 mg/dl, and "hi" with a lifescan meter (precise readings) and compared these results to another meter within 10 minutes. Meter to other meter is an invaild comparsion. The pt also performed two controls solution tests, which failed. Pt retested with a new bottle of test strips and it passed. The test strips were in good condition, testing technique was correct, and the codes matched. No medical attention was reported. The test strips are being replaced for the pt. No further info has been reported.